Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. However it was noted that the main printed circuit board (pcb) was out of electrical specification. It was also noted that the bail covers, ring cover, bails and ring were missing, the keyboard was scratched and the display gasket was seeping into the viewable area.

Event description:
It was reported the device is defective, not pacing as it should. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.